Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples run on the vitros eciq immunodiagnostic system. There was no evidence to suggest that a reagent related issue contributed to the event. An ocd field engineer performed service actions to multiple subsystems of the analyzer. Following these actions, acceptable vitros trop I es performance was obtained. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely root cause if the event is analyzer related. However, a pre-analytical sample processing issue could not be ruled out as a contributing factor.

Event description:
The customer obtained two non-reproducible, higher than expected vitros trop I es results (patient 1= 0.141 and patient 2= 0.078 vs. Expected results <0.012 ng/ml ) from two different patient samples processed on the vitros eciq immunodiagnostic system. The higher than expected patient 1 result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the patient 1 result and the customer retested the sample. The affected result for patient 2 result was not reported from the laboratory. A corrected report was issued for patient 1. No treatment was given, changed, or withheld based on the erroneous result for patient 1. There was no allegation of patient harm as a result of this event. (B)(4).